Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a communication issue. A technical support specialist followed the steps outlined in the knowledge article (ka 000016728 - how-to - recover / repair a corrupted dsclientoltp database) to restore the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the device did not communicate. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.